Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed. The top case was cracked down from the tubing guides. There was nothing in the alarm history pertaining to customer reported product problem. Multiple flow and delivery tests. The customer reported product problem was not replicated. The investigator replaced the motor assembly as a preventative measure. The following parts were also replaced: cable guard (originally missing), cracked case top, battery door, both plunger cases, lead screw, both clutch halves and clutch spring (worn). The damaged plunger cable and defective position pot were also replaced. The device subsequently passed all the functional and delivery tests.

Event description:
It was reported that the pump was under infusing. The product problem was initially observed during patient use. No patient harm resulted from the product problem. The device was being used for feeding. The product problem was once again observed during preventative maintenance.